Event description:
It was reported that the insulin pump had cracks and physical damage. The blood glucose reading was 158 mg/dl. The customer stated that she was unsure how the cracks appeared because she had never dropped the device. The physical damage to the insulin pump was on each side of the top of the screen. Advised discontinuation and replacement of the device. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case display window corners, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.